Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary procedure to treat stenosis in the right coronary artery (rca), as well as a massive coronary aneurysm in the rca, just distal to the stenosis, with additional stenosis at the distal aneurysm. The 3.5 x 26 mm graftmaster stent was implanted to exclude the aneurysm and the 3.5 x 12 mm vision stent was implanted, distal to the graftmaster, in an overlapping fashion. Final angiography noted excellent results with 0% residual stenosis and complete exclusion of the aneurysm. The patient was re-admitted on (B)(6) 2014, with shortness of breath and hypotension. Troponin levels were elevated and a non-st elevated myocardial infarction (nstemi) was diagnosed. Angiography noted subacute stent thrombosis, as well as restenosis at the proximal margin of the stented segment in the proximal rca (graftmaster), 100% stenosis in the mid rca and 100% stenosis at the distal margin of the stented segment (vision), as well as 80% stenosis in the distal rca. Angioplasty was performed to treat the restenosis and four addition vision stents were implanted: a 3.5 x 15 mm, a 3.5 x 18 mm, a 3.0 x 15 mm and a 3.0 x 18 mm. No additional information was provided.

Manufacturer narrative:
(B)(4). The 3.5x12mm vision stent referenced is being filed under a separate medwatch report. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effects of hypotension, myocardial infarction, thrombosis and stenosis as listed in the coronary stent graft system, graftmaster rx instructions for use, are known patient effects that may be associated with coronary stenting. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; however, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.